Event description:
Last year I bought a yowow smart watch, which claims to measure blood glucose, however it does not have any way to pierce the skin, it has just the leds on the back. I have been suspicious of its readings for quite some time and was glad to see your recently issued warning that this type of device should not be relied upon. This device gives very consistently identical glucose readings all the time no matter how much I may vary my food intake or times of eating. Therefore my suspicion. I do not take insulin or anything, so there was no harm done. I was just trying to keep an eye on my blood glucose. If you have any questions feel free to contact me. Reference report: mw5152228.

Event description:
Additional information received on 15-mar-2024, for mw5152229. Correcting procode information.